Event description:
It was reported that patient presented to the hospital with hot sensation originating from device location. Patient was sent home when no issues were found. Two days later, patient returned with device still generating heat. No communication could be established when an attempting to interrogate the device. Two different programmers were used to attempt to interrogate the device but were unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.